Event description:
Boston scientific received information that during a routine follow-up procedure, the right ventricular (rv) lead exhibited high impedance measurements and high threshold measurements. Therefore, a revision procedure was scheduled. Prior to the procedure, it was confirmed critical therapy remained available. This lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. Analysis reveals all conductor wires of the rate sense negative coil were fractured approximately 24.5 cm from terminal pin. The fracture is located in a region where the lead body is curved and approximately 2.5 cm distal of the suture sleeve. Visual observation revealed trilumen insulation damaged approximately 29-30 cm from the terminal pin. The location and type of damage is likely caused by entrapment in the clavicle/ first-rib region.